Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient has not charged in over a year because when she was charging it was kicking over onto d program on its own. The first time it happened, she had to go to ER because she was getting badly shocked. The patient reported that after that, it kicked over 3 more times and one other time she was out away from her remote to shut it off and decided not to do that anymore. The patient tried to charge it the night prior to report but encountered the warning screen. The patient described reposition antenna screen. The patient reported that the manufacturer representative (rep) indicated it was going over to d program and he reset it. The patient reported that within a month it did it again on its own. It was recommended to charge ins. Potential overdischarge and resolution were reviewed. The patient said she was not planning on using the implant in the future. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.